Event description:
Failing user verification test director of respiratory at facility reported to carefusion technical support: "ventilator was no patient when the screens black out. The ventilator continues to deliver the ordered settings, we just can't see what is happening or change the settings. The patient was fine and the ventilator was simply replaced with a properly functioning unit. This ventilator has been taken out of service until it can be repaired."

Manufacturer narrative:
(B)(4). Carefusion service rep removed and replaced the display. Checked uvt and o2 cal. Leak test passes. Checked alarms and ac power loss. Operating within correct specs. Ready to be put back into service.